Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus, abdominal pain ("abdominal pain"), vomiting ("vomited"), diarrhoea ("diarrhea"), restlessness ("general unrest"), asthenia ("strength loss"), headache ("headache"), menorrhagia ("heavy menstrual bleeding"), coital bleeding ("bleeding during intercourse"), metrorrhagia ("breakthrough bleeding"), arthralgia ("joint pain") and palpitations ("occasional heart palpitations"). The patient was treated with surgery (essure removal (removal of fallopian tubes, uterus, cervix and ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, vomiting, diarrhoea, restlessness, asthenia, headache, arthralgia and palpitations was resolving and the menorrhagia, coital bleeding and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, asthenia, coital bleeding, diarrhoea, headache, menorrhagia, metrorrhagia, palpitations, restlessness and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: no allergy test was performed before insertion. Since essure removal, the patient stated she improved tremendously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus, abdominal pain ("abdominal pain"), vomiting ("vomited"), diarrhoea ("diarrhea"), restlessness ("general unrest"), asthenia ("strength loss"), headache ("headache"), menorrhagia ("heavy menstrual bleeding"), coital bleeding ("bleeding during intercourse"), metrorrhagia ("breakthrough bleeding"), arthralgia ("joint pain") and palpitations ("occasional heart palpitations"). The patient was treated with surgery (essure removal (removal of fallopian tubes, uterus, cervix and ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, vomiting, diarrhoea, restlessness, asthenia, headache, arthralgia and palpitations was resolving and the menorrhagia, coital bleeding and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, asthenia, coital bleeding, diarrhoea, headache, menorrhagia, metrorrhagia, palpitations, restlessness and vomiting to be related to essure. The reporter commented: no allergy test was performed before insertion. Since essure removal, the patient stated she improved tremendously. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus, abdominal pain ("abdominal pain"), vomiting ("vomited"), diarrhoea ("diarrhea"), restlessness ("general unrest"), asthenia ("strength loss"), headache ("headache"), menorrhagia ("heavy menstrual bleeding"), coital bleeding ("bleeding during intercourse"), metrorrhagia ("breakthrough bleeding"), arthralgia ("joint pain") and palpitations ("occasional heart palpitations"). The patient was treated with surgery (essure removal (removal of fallopian tubes, uterus, cervix and ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, vomiting, diarrhoea, restlessness, asthenia, headache, arthralgia and palpitations was resolving and the menorrhagia, coital bleeding and metrorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, asthenia, coital bleeding, diarrhoea, headache, menorrhagia, metrorrhagia, palpitations, restlessness and vomiting to be related to essure. The reporter commented: no allergy test was performed before insertion. Since essure removal, the patient stated she improved tremendously. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian neoplasm (unilateral laparoscopic oophorectomy, biopsies of the peritoneum, omental biopsies, mesentery biopsy. Peritoneum biopsy on colpotomy.) On (B)(6) 2019, flu on (B)(6) 2017, hemiparesthesia on (B)(6) 2017, traffic accident on (B)(6) 2017, migraine with aura (rehabilitation for cervical whiplas, flashes of vision in the right visual field with photophobia and sonophobia, hemicranial headache and a sensation of numbness in some part of the hand. Gradual jacksonian progression towards the left forearm. Gradual regression, at least sensitive symptoms lasted for one hour. No vomiting, amaurosis, loss of strength, nothing in language, no deviation of corner of mouth. Improvement after analgesics with nsaids in emergency room. Impressive migraine with aura, possible also migraine in the past, but this first time with aura) on (B)(6) 2017, post coital bleeding from 2016 to 2017, peripheral vertigo, unspecified on (B)(6) 2016, hip bursitis on (B)(6) 2016, cervicitis on (B)(6) 2016, toothache on (B)(6) 2016, arthrocentesis (3 cm3 of non-septic mechanical fluid) on (B)(6) 2015, gonarthrosis (left knee, grade 2) on (B)(6) 2015, pain in hip in 2015, knee pain (left knee pain with reactivation) in 2013, phlebolith on (B)(6) 2012, wart on 7-may-2012, acrochordon (diagnosis : multiple dermatological pathology) on (B)(6) 2012, nevus (nevus type lesion with risk criteria (increased size, pain and intussusception)) on (B)(6) 2012, earache (sensation of plugging in ears) on (B)(6) 2012, tinnitus (more evident noises in the right ear) on (B)(6) 2012, bruise of head (vomiting, frontal pain after contusion with edge of closet door in left frontal region 8no fall, no syncope), not treated) on (B)(6) 2012, carpal tunnel syndrome on (B)(6) 2011, mental disorder (psychiatric doctor) in 2009, anxiety in 2008, depression in 2008, neck pain (mechanical) in 2007, buttock pain in 2006, lumbalgia in 2005, fibromyalgia (clinical judgment: fibromyalgia) in 2004, arthralgia (in 2013 more than 10 years of evolution, mixed, mechanical, inflammatory in all joints) in 2003, peritonsillar abscess in 2001, drug allergy, atypical squamous cells of undetermined significance, meniscopathy, congenital skull malformation nos, human papilloma virus test positive, parity 1 and scoliosis. Menarche age 14 years. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included cefazolin since (B)(6) 2018, cefminox since (B)(6) 2018, doxycycline, gentamicin since (B)(6) 2018 and metronidazole since (B)(6) 2018 for antibiotic prophylaxis, paracetamol;tramadol hydrochloride (zaldiar) since (B)(6) 2013 and tizanidine hydrochloride (tizanidin) since (B)(6) 2013 for arthralgia, neck pain and fibromyalgia, pregabalin since (B)(6) 2011 for carpal tunnel syndrome, ibuprofen since (B)(6) 2011 for carpal tunnel syndrome and toothache, metamizole magnesium (nolotil) since (B)(6) 2012 and metoclopramide hydrochloride (primperan) since (B)(6) 2012 for contusion, paracetamol since (B)(6) 2012 for contusion, abdominal pain and flu, dexketoprofen (B)(6) 2014 to (B)(6) 2014 for earache, tinnitus and migraine with aura, azithromycin from (B)(6) 2014 to (B)(6) 2014 for flu, codeine (B)(6) 2014 to (B)(6) 2015 for flu and cough, chondroitin sulfate since (B)(6) 2015 for gonarthrosis, diclofenac (B)(6) 2016 for gonarthrosis and knee pain, triamcinolone since (B)(6) 2016 for hip bursitis, antiinflammatory agents, non-steroids for knee pain, naproxen since (B)(6) 2018 for meniscopathy, amitriptyline and amitriptyline hydrochloride;medazepam since 2009 for mental disorder, lorazepam for mental disorder and insomnia, betahistine for peripheral vertigo, unspecified, amoxicillin;clavulanic acid since (B)(6) 2015 for toothache as well as escitalopram. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain, hypogastric pain, radiating to left iliac fossa"), intermenstrual bleeding ("breakthrough bleeding, metrorrhagia"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"), 1 year 9 months after insertion of essure. On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("vaginal mycosis"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required) with pruritus. On an unknown date, the patient experienced vomiting ("vomited"), diarrhoea ("diarrhea"), restlessness ("general unrest"), asthenia ("strength loss"), headache ("headache"), heavy menstrual bleeding ("heavy menstrual bleeding"), coital bleeding ("bleeding during intercourse"), arthralgia ("joint pain") and palpitations ("occasional heart palpitations"). The patient was hospitalized on (B)(6) 2018. The patient was treated with cetirizine, fenticonazole, itraconazole, norethisterone acetate, norethisterone acetate (primolut nor) and surgery (laparoscopic essure removal by left adnexectomy, right salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, abdominal pain, vomiting, diarrhoea, restlessness, asthenia, headache, arthralgia and palpitations was resolving and the heavy menstrual bleeding, coital bleeding, intermenstrual bleeding, vaginal infection, vulvovaginitis, menorrhagia, vulvovaginal mycotic infection, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, asthenia, coital bleeding, diarrhoea, dysmenorrhoea, dyspareunia, headache, intermenstrual bleeding, menorrhagia, palpitations, restlessness, vaginal infection, vomiting, vulvovaginal mycotic infection, vulvovaginitis and heavy menstrual bleeding to be related to essure. The reporter commented: summary of the case: a 42-year-old patient, at the date of the events, with a personal history of fibromyalgia in whom an essure was inserted. No allergy test was performed before insertion. (B)(6) 2017 consulted because she wanted to have essure removed due to abdominal pain and metrorrhagias. In (B)(6) 2018, admitted for removal of the device, requiring a total hysterectomy + left adnexectomy + right salpingectomy and later on (B)(6) 2019 admitted for scheduled surgery to complete previous surgery due to the finding in the pathological anatomy of a borderline serous tumor of the left ovary, performing a unilateral laparoscopic adnexectomy + biopsy of peritoneum, biopsy of omentum and biopsy of mesentery. The removal of the ovaries was a consequence of the diagnosis of ovarian cancer made after the surgical intervention for removal of essure. Since essure removal, the patient stated she improved tremendously. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: lithiasis images observed in pelvis (indicates they are phleboliths). Allergy test - on (B)(6) 2018: test with metals used in gynecological implants nickel sulfate, potassium dichromate, copper sulfate, titanium dioxide, ferrous chloride, silver nitrate, sodium gold trisulfate, manganese chloride, tin chloride: positive for nickel sulfate. Latex protocol: negative. Carbohydrate antigen 125 - on (B)(6) 2020: negative. Colonoscopy - on (B)(6) 2015: without pathological findings. Colposcopy - on (B)(6) 2017: without lesions. Computerised tomogram head - on (B)(6) 2017: after traffic accident: normal. Computerised tomogram pelvis - on (B)(6) 2019: abdomen: 20 mm lesion in hepatic segment vii suggestive of angioma. Another non-specific 14-mm lesion in segment ivb is observed. Spleen, right suprarenal and kidneys without valuable findings. Left adrenal nodule of 11 mm. Focal lesion of fat density and 22 mm located in the head/uncinate process of the pancreas compatible with lipoma. Abdominopelvic adenopathies of significant size are not appreciated. Cystic lesion of 36 mm in the right ovary with calcification in its caudal portion. Right common iliac adenopathy of 9 mm, nonspecific, to be evaluated.; on (B)(6) 2020: abdomen : 20 mm lesion in hepatic segment vii suggestive of angioma. Another non-specific 14-mm lesion in segment ivb is observed. Benign aspect, unchanged. Spleen, right suprarenal and kidneys without valuable findings. Left adrenal nodule of 11 mm. Focal lesion of fat density and 22 mm located in the head/uncinate process of the pancreas. Abdominopelvic adenopathies of significant size are not appreciated. No ascites. Right common iliac adenopathy of 8 mm, nonspecific. Conclusion: no signs of recurrence. Computerised tomogram thorax - on (B)(6) 2019: lung parenchyma without noteworthy findings. No mediastinal hilar pulmonary adenopathies of significant size are observed. Small hiatal hernia. Cytology - on (B)(6) 2012: test for cervix / uterus cancer: -special screening malignant neoplasm cervix contact for routine gynecological exam. Special screening for human papilloma virus result: vaginitis, vulvovaginitis; on (B)(6) 2012: pathological findings in cervix, type: ectopic; on (B)(6) 2012: no pathological findings. Negative colposcopy. Ectopy with typical re-epithelialization. Gynaecological examination - on (B)(6) 2012: for hypogastric pain with normal cytology: last menstruation date: 2 or 3 weeks ago. Sudden hypogastric pain accompanied by vaginal bleeding. Medical judgment: no current urgent gynecological pathology; on (B)(6) 2013: normal breast palpation; on (B)(6) 2017: since 1 year post coital bleeding occasionally with abundant bleeding. Normal external genitals. Cervix with very abundant bleeding on friction, colposcopy: without lesions. Clinical judgment: cervicitis. Hysteroscopy - on (B)(6) 2010: satisfactory essure placement, number of turns right horn: 3. Number of turns left horn:. Laparoscopy - on (B)(6) 2019: right ovary with papillae on the surface, cystic about 4 cm. Release of adhesions to right ovary. Oophorectomy and introduction of tintact ovary into a bag. Release of meso and intestine adhesions to the vaginal vault and right and left peritoneum around ovarian vessels. Mesentery biopsy in contact with the right ovary. Biopsy of the peritoneum on the vaginal vault. Left and right paracolic parietal peritoneum biopsy. Release of dense adhesions of the omentum to the anterior and lateral right peritoneum. Omentum biopsy. No complications. No implants seen in the peritoneum, mesenteries, surface of the intestine or in the visible portion of the liver.. Magnetic resonance imaging head - on (B)(6) 2017: without contrast of the skull: no focal lesions or alterations in signal intensity in cerebral hemispheres, cerebellum and brainstem structures, study of normal characteristics. Pathology test - on (B)(6) 2018: after adnexectomy with left ovary removal: borderline serous tumor of left ovary, not metastatic but with possibility of recurrence in other ovary; on (B)(6) 2019: unilateral adnexectomy + biopsies of the peritoneum. Omental biopsies. Mesentery biopsy. Peritoneum biopsy on colpotomy - normal cytology less than a year ago, but with a history of hpv and squamous cell atypia. Main diagnosis: ovarian malignant neoplasm. Main procedure: total hysterectomy. Main procedure: unilateral laparoscopic oophorectomy; on (B)(6) 2020: normal genitalia and vagina, normal vaginal vault. Digital rectal examination without findings. No pelvic masses are palpable. Physical examination - on (B)(6) 2012: for headache, vomiting after mild cranial contusion: conscious, oriented, eupneic, afebrile, normal aspect color and normohydrated. Normal cephalic head, slight erythema in the left supraciliary region, no bruising, no ecchymosis, no sinking, pain at left frontotemporal palpation level. Chest: mobile symmetric without costal or subcostal retractions. Lungs: vesicular murmur present in all fields, no audible rales. Abdomen: depressible plane, not painful, murphy negative, blumberg negative, fist percussion negative, no masses, no palpable visceromegaly, peristalsis present. Extremities: preserved pulses, no edema, no signs of dvt; on 04-feb-2016: left knee: soft tissue inflammation patellar shock, no tension, no functional impotence, no yawning; on 18-may-2016: for dizziness: good general condition, conscientious, oriented and cooperative. Eupneic, well perfused and hydrated. Stable hemodynamics. No neck stiffness. Isochoric and reactive pupils. Extrinsic eye movements preserved. No murmurs, rhythmic tones. Good bilateral vesicular murmur, no pathological sounds. Soft and depressible abdomen. Not painful on palpation, no masses or megalias. Murphy negative, blumberg negative. Symmetric pulses, no edema. Romberg with a tendency to fall to the side, untemberguer to the right. Clinical judgment: peripheral vertigo; on 07-dec-2018: normal genitalia, normal epithelialized vagina and cervix, no current bleeding or blood remnants. No other finds. Bimanual examination: mobile cervix not painful, mobile uterus, no adnexa palpable, no occupation of douglas.. Ultrasound doppler - on (B)(6) 2017: after traffic accident: doppler ultrasound without carotid stenosis, good morphology of flow curves, vertebral arteries preserved, symmetric, orthodromic. Transcranial duplex: good morphology and flow. Segment of both vertebrae good.. Ultrasound scan vagina - on (B)(6) 2012: normal sized and regular shaped uterus triple normal line endometrium. Both adnexa normal in size and echostructure, douglas free.; on (B)(6) 2013: normal; on (B)(6) 2017: normal uterus and adnexa; on (B)(6) 2018: uterus with lined endometrium, essures inserted normally. Both ovaries adhered to the retrouterine uterus can be seen, a simple elongated anechoic image without a septum that could be compatible with a paraovarian cyst or hydrosalpinx. There is no free fluid; on (B)(6) 2020: no masses palpable. X-ray - on (B)(6) 2016: left knee: no signs of fracture or dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2022: report via lawyer (reporters added): addition: patient's age/date of birth, height, (none reported previously:) medical history, test results, remedial and concomitant drugs via medical records (medically confirmed). Events added: dysmenorrhea, dyspareunia, vaginitis, vulvovaginitis, menorrhagia, metrorrhagie. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.